Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead displayed pace impedance greater than 2000 ohms. The lead had dislodged. The patient was seen for a revision procedure. The lead was attempted to be explanted but was unable to be due to adhesions. There were no additional adverse patient effects reported. The lead was capped.